Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery and motor error. The customer's blood glucose level was 9.2 mmol/l at the time of the incident. The customer stated that they do not want to trouble shoot the issue at the time of the call. The customer was informed there may be an occlusion with the reservoir. The customer does not have the product in question to return for analysis.